Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is irretrievable because it is embedded in the ivc wall. According to the information received in the patient profile form (ppf), the patient reports that the filter is embedded other than in wall of the ivc and the device is unable to be retrieved. The patient reports continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter.

Manufacturer narrative:
As reported, the patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is irretrievable because it is embedded in the ivc wall. Per the patient profile form (ppf), the patient reports that the filter is embedded other than in wall of the ivc and the device is unable to be retrieved. The patient reports continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Without procedural films for review, the reported embedded in ivc wall and retrieval difficulty could not be confirmed and the exact cause could not be determined. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is irretrievable because it is embedded in the ivc wall. According to the information received in the patient profile form (ppf), the patient reports that the filter is embedded other than in wall of the ivc and the device is unable to be retrieved. The patient reports continuous discomfort and mental anguish caused by malfunction of the filter and the unsuccessful removal of the filter; however, there have been no documented attempts to remove the filter. According to the implant records, the patient¿s preoperative diagnosis included bilateral and multiple pulmonary emboli; respiratory insufficiency; left lower extremity deep venous thrombosis; hypertensive cardiovascular disease; chronic obstructive pulmonary disease; hyperlipidemia; arthritis; lumbosacral spine disease; alcoholism and a history of hepatitis a. The operation began with access of the right internal jugular vein. An inferior venacavogram was performed under fluoroscopic control. The site of the origin of the renal veins was identified, as well as the bifurcation of the confluence of the iliac veins. The left iliac vein was identified and noted to be completely obstructed due to thrombus. The thrombus extended into the inferior vena cava and was seen to be floating at near the junction of the left and right iliac veins. The optease filter insertion was positioned 4 cm below the renal veins and the filter was deployed without difficulty. A second contrast study revealed that the filter was in proper location. There were no complications. The patient tolerated the procedure well and was removed from the operating room and taken to post anesthesia recovery where the patient continued a benign course.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, indication for filter was bilateral, multiple pulmonary emboli; respiratory insufficiency; and left lower extremity deep venous thrombosis. Medical history includes hypertensive cardiovascular disease; chronic obstructive pulmonary disease; hyperlipidemia; arthritis; lumbosacral spine disease; alcoholism and a history of hepatitis a. The origin of the renal veins was identified. The left iliac vein was noted to be completely obstructed due to thrombus. The thrombus extended into the inferior vena cava and was seen to be floating at near the junction of the left and right iliac veins. The optease filter was positioned 4 cm below the renal veins and the filter was deployed without difficulty. There were no complications. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the ivc filter is embedded in the ivc wall. Per the patient profile form (ppf), the patient reports that the filter is embedded other than in wall of the ivc and the device is unable to be retrieved. The patient reports continuous discomfort and mental anguish. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient became aware that the filter was irretrievable and was embedded in the wall of the inferior vena cava (ivc). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported retrieval difficulty and filter embedment events could not be confirmed and the exact cause could not be determined. Retrieval of the optease retrievable vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's instructions for use (IFU) may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as twelve days. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, the inferior vena cava (ivc) filter is irretrievable because it is embedded in the ivc wall.